Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported poor coupling with recharging. The patient reported that it took him 8-10 hours the first time to completely charge his ins. The patient reported that two days ago he was charging for 14 hours and the recharger only charged a quarter of the way. The patient reported that he had to stand up in order to get 6 boxes which then dropped down to 4 boxes. The patient reported that he couldn¿t stand up for a very long time so then he would sit down and only get 2 boxes and sometimes none at all. The patient reported that he was very frustrated and he didn¿t want to stand for another 4-5 hours to get his ins to charge. The patient reported that his battery had fully depleted and he had a return of pain. The patient reported that it felt like someone was stabbing him in the leg with a hot knife and sliding it down his legs. The patient reported that he tried tightening the belt and that wouldn¿t help. The patient reported that he tried pushing the antenna into the ins to get better coupling boxes but that hurt him. The patient repositioned the antenna over the ins and turned the antenna dial through all 4 positions. The steps for antenna locate were reviewed and attempted and a recharge session was started. The patient reported getting all 8 boxes then it jumped down to 6 then back up to 8. The coupling issue was resolved. The patient also reported that his ins was floating inside. No further complications were reported.